Event description:
It was reported that a patient underwent a hip arthroplasty. The patient was revised approximately 2 years post hip resurfacing due to loosening of acetabular cup. No additional information.

Manufacturer narrative:
(B)(4). Concomitant medical devices: cat # ep-200152 lot # 956960 act artic e1 hip brg 28x46mm, cat # 110024465 lot # 493790 g7 dual mobility liner 46mm g, cat # 010000997 lot # 6675889 g7 screw 6.5mm x 20mm, cat # 010001003 lot # 660126 g7 screw 6.5mm x 50mm. Foreign: country: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, h2, h3, h6 reported event was confirmed due to the review of medical records. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: impressions: loosening of the acetabular implant of the left hip. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.